Event description:
It was reported that a vessel perforation occurred. The target lesion was located in the left anterior descending artery (lad). A 185cm stingray guidewire was selected for use. During the procedure, it was noted that the wire perforated the left anterior descending artery causing the patient to experience hypotension. A balloon was used to treat the perforation and a pericardiocentesis was performed. The patient was stable post procedure and expected to fully recover. However, the procedure was not completed due to this event and coronay artery bypass graft (CABG) surgery was planned.